Event description:
It was reported that prior to pump replacement for end of life (eol), a (B)(6) study was performed due to inadequate pain relief; less than 50% therapy relief. The (B)(6) study and replacement took place on (B)(6) 2014. The catheter was unable to be aspirated. The decision was made to replace the catheter at the time of the pump replacement. The entire catheter was removed and replaced. Visible material was seen in the tip of the catheter thus resulting in an occlusion in the tip of the catheter. The product issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered prialt and bupivacaine. The patient was also taking oral medications including lexapro, methadone and neurontin.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n139297001, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the 8711 catheter revealed a dark residue occlusion in the dispensing holes of the catheter as well as damage that occurred to the catheter body and/or guidewire during the implant procedure.